Event description:
The initial reporter stated they had a calibration failure when calibrating a elecsys vitamin d total gen. 3 assay reagent pack on the cobas 6000 e 601 module. The customer loaded a new reagent pack and this calibrated successfully, but signal recovery was lower than expected. Patient samples were then tested and the vitamin d results were low. The customer was provided a different reagent lot and this calibrated without issues. The patient samples were then repeated and there were discrepant results for four patient samples. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a vitamin d value of 3.60 ng/ml and repeated as 34.15 ng/ml. The second sample initially resulted in a vitamin d value of 17.78 ng/ml and repeated as 53.17 ng/ml. The third sample initially resulted in a vitamin d value of <3.00 ng/ml accompanied by a data flag and repeated as 21.25 ng/ml. The fourth sample initially resulted in a vitamin d value of < 3.00 ng/ml accompanied by a data flag and repeated as 10.71 ng/ml. The vitamin d reagent lot number was 63009801, with an expiration date of 28-feb-2022.

Manufacturer narrative:
Of the provided quality control data, it was noted that control results were partly outside of range. It is not known if controls were outside of range prior to measuring the complained samples.

Manufacturer narrative:
The investigation determined the issue is consistent with a mishandling of the reagent pack, leading to an incorrect lot calibration. Replacing the reagent pack resolved the issue.